Event description:
Customer complaint limited data available . Customer complained that the device started sparking and a part of the wire melted through the plastic before it was unplugged.

Event description:
Customer complaint - limited data available. Customer complained of device started sparking and part of the wire melted through the plastic before they unplugged it.